Event description:
This event happened outside of the u.s., in (B)(6). According to the received information, 20 day after the injection of teosyal rha 3in the nasolabial folds, the patient reported to the injector development of hardening on the naso-labial area and severe facial swelling. From (B)(6) the patient was treated with antibiotics and antiallergics. Symptoms get worse with apparition of pus between (B)(6) 2020 despite drainage, intramuscular injection of antibiotics, anti-inflammatory treatment, no improvement was constated the patient is following by an other injector for her treatment since the (B)(6) 2020. This injector also reported to teoxane this adverse event and (B)(4) has been opened this injector carried out drainage of the pus and irrigations with hydrogen peroxide and betadine. Gentalyn beta cream was also prescribed on the latest information received on (B)(6) 2020 the abscess is present but in remission. The injector noticed the present of a very hard accumulation on the basis of the abscess.